Event description:
N/a

Manufacturer narrative:
Due to character restriction block e1 event site telephone is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found the pneumatic module to be faulty. The fse replaced the pneumatic module. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that self-check before use, the cardiosave intra-aortic balloon pump (iabp) alarm loop of the equipment leaked. There was no patient involved.